Event description:
The customer stated they needed add'l info regarding the ausab product correction letter. The customer is concerned that non-reactive ausab results may have led to needless immunizations of pts. The customer stated that they are using ausab for diagnostic, donor and employee screening samples. The customer is in the process of totaling the number of non-reactive results with this particular lot of ausab reagent and is concerned about their liability for the non-reactive results. Currently, the customer has retested and confirmed with another lot number, fifteen samples that tested non-reactive with lot 59238m200. The customer requested that add'l info be provided. No impact to pt mgmt was reported.

Manufacturer narrative:
(Not maintaining stability). Add'l info, eval: this is an initial report. An investigation is in progress. A final report will be submitted when the investigation is complete.